Manufacturer narrative:
Film evaluation summary: the cause of the broken graft cover ro marker could not be determined from the single returned photograph. It could not be determined if this was caused during the implant or removal of the delivery system, or may have existed prior to patient insertion. This may have been anatomy related; however, any possible vessel calcification and tortuosity is unknown as films and pre-implant anatomy was not available for return. It is also possible that accessory components (sheath) used during the procedure may have contributed to the ro marker break.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that after successful implantation of the device it was noticed that the delivery system was broken. It was noted that this was not seen on initial inspection prior to use. The damage was observed after the delivery system was removed from the patient. There were no reported removal difficulties or other issues observed during the endovascular repair. Per the physician's statement the cause of the event is related to the device. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis: the complaint was confirmed; the ro marker was broken. The root cause of the event could not be conclusively determined. The break in the ro marker may have been caused by exposure to a sharp edge, which penetrated the laminate and then fractured the ro marker. The event could potentially be anatomy related; based on the damaged to the graft cover and tapered tip, the patient likely had some degree of calcification and/or tortuosity.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.